Event description:
It was reported that during procedure, the fiber broke at entry point of the machine after it had worked for a bit. No one was close when it broke. The fiber was replaced but the new fiber broke as well. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.